Event description:
It was reported that after 2 days of continued use, "patient as" IV pump suddenly gives an onscreen prompt "patient ID will be changed to . Is that correct?" With a "yes no" selection". The user rejected the message and continued with the programmed infusion for patient a. It was also reported that the same event has been happening intermittently for the past 6 months, totaling to 10 events. There is no reported medication errors. It was noted that some of the devices had mislabeled scanning barcodes (affixed by the user facility) that was corrected, but the issue still keeps occurring. It was also reported that the events reoccurs because the devices were not power cycled through to clear the previous patient's ID. There is no known patient harm. There was patient involvement.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2021-00017). This MDR resubmission now reflects the correct product registration number. The reported event involving a pump module(s) ¿after 2 days of continued use, "patient a¿s" IV pump suddenly gives an onscreen prompt "patient ID will be changed to is that correct?" With a "yes/no" selection¿ could not be confirmed. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Log analysis results: n/a logs were not provided for a detail analysis of the reported event. 05/29/2012 error code 242.4030. 08/06/2012 lvp motor stall recall. A review of the device history record showed the device had a manufacture date of (B)(6) 2011.a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the device history record showed the device had a manufacture date of 08jul2011.a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the complaint history record in the trackwise was performed for the sn (B)(4)which confirmed no similar complaints with the same or related failure mode. There was patient involvement . Device was not returned to manufacturing facility.